Manufacturer narrative:
The report was created to capture the complications. All the information was received from the article: yavuz et al. Endovascular treatment of middle cerebral artery aneurysms with flow modification with the use of the pipeline embolization device. Am j neuroradiol 35:529-35 mar 2014. The lot history record review was not possible as the lot number was not reported. The device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the article: yavuz et al. Endovascular treatment of middle cerebral artery aneurysms with flow modification with the use of the pipeline embolization device. Am j neuroradiol 35:529-35 mar 2014. Medtronic (covidien) received information regarding a manufactured product and adverse events through literature review. 21 patients (mean age 56, 12 female) were treated with the pipeline embolization device. 1 (one) patient experienced an sah (subarachnoid hemorrhage) of unknown origin revealed by dynact during the procedure. No extravasation was observed, however, the bleeding may have been caused by a small, invisible dissection/ perforation caused by a wire during catheterization of the mca (middle cerebral artery) branch. The patient received 2 pipelines and awakened from anesthesia without any neurologic deficit. The patient had ischemic symptoms for several days post procedure (attributed to vasospasm) and was discharged with mild upper-extremity paresis and dysphasia. At 6 (six) month follow-up, the patient was independent and dsa (digital subtraction angiography) confirmed patency of all bifurcating branches. 2 (two) patients had slight left hemiparesthesia at 1 (one) month follow-up. For one of these two patients, the mr (magnetic resonance) imaging did not show any abnormalities and cta (computed tomography angiography) revealed patency of the devices as well as near-complete occlusion of the aneurysm with minimal residual filling. In the second patient, MRI imaging showed perianeurysmal edema after cessation of dexamethasone. Steroid therapy was given for an additional 2 weeks and tapered afterward. Both patients became asymptomatic after the additional treatments. One patient presented with transient right hemiparesis at 3 month follow after the patient discontinued clopidogrel. MRI showed a few acute ischemic lesions in the left frontal lobe. Immediate dsa was performed and significant decelerated flow of a1 (which had been jailed with ped) was noted. The patient did not show any neurologic deficit.